Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a dime sized blister under the back left top edge of the therapy pad with open skin and a small ball on his chest near the left nipple. The patient reported no redness on his chest. The patient used antibiotic spray on the area. The patient's physician also prescribed an antibiotic cream for the irritation. The patient reported that the irritation improved with the use of the cream and spray.